Manufacturer narrative:
(B)(4). According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 470 mg/dl while wearing the pod between 36 and 48 hours. Symptoms reported include discomfort, restlessness, nausea, vomiting, weakness and fatigue. Additional diagnoses at the hospital included acute kidney failure, hyperkalemia, hyponatremia, dehydration and neuropathy. The pod was removed and patient was treated with saline, insulin and potassium; all were delivered to patient intravenously. He was also given nausea medication and gabapentin for neuropathy. The patient was released after spending 50 hours in the hospital. The patient's blood glucose and insulin history are as follows: bg(mg/dl): 240, bolus(u): 7 (given the night pod was applied); 470, 9 (next morning).